Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to orders not crossing to the station. A technical support specialist stated that the order mentioned in the ephi was under a different order ID, updated the ephi and found no communication errors upon retry. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue with orders not crossing to the station. The customer mentioned that they could see the orders in the patient profile on the computer at the pharmacy, but not on the station. There were no adverse events or injuries reported based on this event.